Manufacturer narrative:
(B)(4). Eval, results/conclusions: (external iliac arteries were small measuring 6.5 - 7 mm in diameter). (Arterial trauma/dissection/perforation).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a thoracic dissection (tear) at the level of the left subclavian approximately 1 month ago. The thoracic arch measured 31-32 mm in diameter. The external iliac arteries were small measuring 6.5 - 7 mm in diameter. It was reported that conduit was sewn in preparation for the insertion of the stent graft delivery catheter; however, due to the small in diameter vessels the device could not be advanced. The device was removed from the pt and it was not kinked even though the physician was pushing hard. The iliac was dilated with 20 and 21 fr dilators. After that a 24 fr dilator from another MFR was inserted and upon removal the external iliac artery was transected by the dilator. The decision was made to abort the endovascular procedure and the transection was surgically repaired. Two days later, the physician successfully implanted two thoracic stent grafts covering the dissection. No additional clinical sequelae were reported, and the pt is fine.